Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there were high impedances. Electrode 14 had impedances >10,000ohms and was not being used. The device was interrogated on (B)(6) 2017. The event was related to the device or therapy, not related to the implant procedure. No action was taken. The outcome was reported as unresolved with no further action planned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient did not have any symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient experienced no symptoms. The cause of the high impedance was not determined. It was noted that the patient's baseline weight was (B)(6) pounds.